Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured after filling. The device had been filled with 24 milliliters fentanyl citrate, 70 milliliters 0.2% ropivacaine hydrochloride hydrate, and 9 milliliters 0.75% ropivacaine hydrochloride hydrate when the reservoir ruptured. No patient injury or medical intervention was reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.